Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor were not aligned. It was indicated that the connection between the overlay and xy printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not calibrate the stylus, and therefore could not update software. The programmer was returned for service. There was no patient involvement.